Manufacturer narrative:
Patient city: (B)(6). Patient country: finland. Name medtronic minimed. Entity idsp000133. Street 18000 devonshire street. City: northridge. State: ca. Zip code 91325. Zip four 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the infusion set quick release connector loosened and became disconnected from the patient's body on (B)(6) 2026. The issue occurred after two days of use.